Event description:
It was reported that the user¿s continuous glucose monitor (cgm) freestyle libre 3 plus was not scanning as expected and dosing was projected to stop within hours; the user was walked through proper scanning, and the sensor was successfully activated, indicating an initial use error consistent with an improper or incorrect procedure, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, aligning with an initial failure to follow instructions and a device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.